Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said starting about 5 or 6 weeks ago, the recharger is not working. Patient said it kept getting harder and harder to connect to the implantable neurostimulator (ins). Patient also said the box on the cord would get very hot and almost burnt their back where the cord goes into the paddle. Patient mentioned a few weeks ago it took them 2 days to finally get the implanted neurostimulator charged up. Following this, it would not work at all and the contact to the back was at 0. Patient said sometimes they could get it up to 19 or 20 but they could not get it to go any higher. Agent understood this to be the passive recharge screen. A request was sent to the repair department to replace the device. An email was sent to prs to update the patient's address. Patient mentioned on the call that they had a problem in the past and spoke with someone about it in in. The patient mentioned their healthcare provider (hcp).